Event description:
On (B)(6) 2009, the pt reported that, while removing the insulin cartridge from her infusion device, she accidentally pulled the cartridge out. This resulted in the plunger remained attached to the piston rod in the cartridge chamber and a large amount of insulin spilled into the chamber. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. She said she will switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.